Event description:
It was reported to philips that the c-arm movement was nonfunctional. The device was in clinical use at the time of the reported event. No harm was reported to philips.  Philips has investigated this complaint. According to the additional information collected, the patient was moved to another hospital. The customer reported that the c-arm was not functioning. The philips remote service engineer (rse) analysed the system remotely and suspected that the direct current power supply (dcps) was defective. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the onsite service quotation was not accepted by the customer. To date, there have been no further reports of this issue. Upon follow-up the customer confirmed that the device was repaired by himself, and the device is in good working order.